Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results generated on the alinity I processing module for 2 patients. The customer stated the qc was acceptable at time of patient testing. The following data was provided: sid (B)(6) (male): patient 1 (B)(6) 2024: initial troponin-I result generated on (B)(6) = 506.0 ng/l (result was reported out of the lab) (B)(6) 2024: repeat 1 troponin-I result generated on (B)(6) = 4.2 ng/l. Repeat 2 troponin-I result generated on (B)(6) = 4.2 ng/l. Repeat 3 troponin-I result generated on (B)(6) = 5.0 ng/l. On (B)(6) 2024, sid (B)(6): (same patient) initial troponin-I result generated on (B)(6) = 1.5 ng/l repeat 1 troponin-I result generated on (B)(6) = 1.0 ng/l. On (B)(6) 2024, sid (B)(6) (male): patient 2. Initial troponin-I result generated on (B)(6) = 15.1 ng/l. Repeat 1 troponin -I result generated on (B)(6) = 1.7 ng/l. Repeat 2 troponin-I result generated on (B)(6) = n/a sample aspiration error (no result). Repeat 3 troponin-I result generated on (B)(6) = n/a sample aspiration error (no result). Repeat 4 troponin-I result generated on (B)(6) = 2.5 ng/l. On (B)(6) 2024, sid (B)(6): (same patient). Initial troponin-I result generated on (B)(6) = 1.9 ng/l. Repeat 1 troponin-I result generated on (B)(6) = 2.4 ng/l. The customer¿s reference range for troponin: all result of < 2 for male and female are classed as normal cardiac damage unlikely and any result of >260 for male and female are classed as supporting the diagnosis of mi. Any result between 2-260 suggest a 3-hour repeat. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (male): patient 1 / sid (B)(6) (male): patient 2 - total of 2 patients all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results generated on the alinity I processing module for 2 patients. The customer stated the qc was acceptable at time of patient testing. The following data was provided: sid (B)(6) (male): patient 1 sid (B)(6) 2024: initial troponin-I result generated on sid (B)(6) = 506.0 ng/l (result was reported out of the lab) (B)(6) 2024: repeat 1 troponin-I result generated on sid (B)(6) = 4.2 ng/l, repeat 2 troponin-I result generated on sid (B)(6) = 4.2 ng/l, repeat 3 troponin-I result generated on sid (B)(6) = 5.0 ng/l. On (B)(6) 2024, sid (B)(6): (same patient): initial troponin-I result generated on (B)(6) = 1.5 ng/l, repeat 1 troponin-I result generated on (B)(6) = 1.0 ng/l. On (B)(6) 2024, sid (B)(6) (male): patient 2, initial troponin-I result generated on sid (B)(6) = 15.1 ng/l, repeat 1 troponin -I result generated on sid (B)(6) = 1.7 ng/l. Repeat 2 troponin-I result generated on sid (B)(6) = n/a sample aspiration error (no result), repeat 3 troponin-I result generated on sid (B)(6) = n/a sample aspiration error (no result), repeat 4 troponin-I result generated on sid (B)(6) = 2.5 ng/l. On (B)(6) 2024, sid (B)(6): (same patient) initial troponin-I result generated on (B)(6) = 1.9 ng/l, repeat 1 troponin-I result generated on (B)(6) = 2.4 ng/l. The customer¿s reference range for troponin: all result of < 2 for male and female are classed as normal cardiac damage unlikely and any result of >260 for male and female are classed as supporting the diagnosis of mi. Any result between 2-260 suggest a 3-hour repeat. Update: on 19jul2024, the customer provided clarification of results for the 2 patients with false positive alinity I stat high sensitive troponin-I results. The updated information was provided to clarify what was originally reported: patient 1: male. On (B)(6) 2024 at 15:05 pm, sid (B)(6): initial troponin-I result ran on sid (B)(6) = 506 ng/l on (B)(6) 2024 at 11:54 am, sid (B)(6) (same patient): troponin result = < 2 ng/l (ran on (B)(6) ) on (B)(6) 2024 at 16:44 pm, repeat troponin-I results from sid (B)(6) : 5 ng/l (ran on sid (B)(6) ); 5.3 ng/l (ran on sid (B)(6) ); 4.2 ng/l (ran on sid (B)(6)). Patient 2: male: on sid (B)(6) 2024, sid (B)(6): initial troponin-I = 15.1 ng/l (ran on sid (B)(6)) repeat troponin-I results = < 2 ng/l (ran on sid (B)(6)); 2.5 ng/l (ran on sid (B)(6)) on sid (B)(6) 2024, sid (B)(6) (same patient): initial troponin-I result = < 2 ng/l (ran on sid (B)(6)), repeat result = 2.4 ng/dl (ran on sid (B)(6)). There was no impact to patient management reported.

Manufacturer narrative:
Clarification of patient results was provided by the customer on 19jul2024 - see b5 - describe event or problem for updated patient information. The field service representative (fsr) inspected the instrument and replaced the trigger alnty ci snsr bsl due to a crack in the part. Part replacement resolved the issue and the module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for ai24542 verifies no subsequent issues have been reported related to falsely elevated results post the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial ai24542 or the alnty ci snsr bsl were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results generated on the alinity I processing module for 2 patients. The customer stated the qc was acceptable at time of patient testing. The following data was provided: sid (B)(6) (male): patient 1 (B)(6) 2024: initial troponin-I result generated on (B)(6) = 506.0 ng/l (result was reported out of the lab). (B)(6) 2024: repeat 1 troponin-I result generated on (B)(6) = 4.2 ng/l. Repeat 2 troponin-I result generated on (B)(6) = 4.2 ng/l. Repeat 3 troponin-I result generated on (B)(6) = 5.0 ng/l. On (B)(6) 2024, sid (B)(6): (same patient). Initial troponin-I result generated on (B)(6) = 1.5 ng/l. Repeat 1 troponin-I result generated on (B)(6) = 1.0 ng/l. On (B)(6) 2024, sid (B)(6) (male): patient 2. Initial troponin-I result generated on (B)(6)= 15.1 ng/l. Repeat 1 troponin -I result generated on (B)(6) = 1.7 ng/l. Repeat 2 troponin-I result generated on (B)(6) = n/a sample aspiration error (no result). Repeat 3 troponin-I result generated on (B)(6) = n/a sample aspiration error (no result). Repeat 4 troponin-I result generated on (B)(6) = 2.5 ng/l. On (B)(6) 2024, sid (B)(6): (same patient). Initial troponin-I result generated on (B)(6)= 1.9 ng/l. Repeat 1 troponin-I result generated on (B)(6) = 2.4 ng/l. The customer¿s reference range for troponin: all result of < 2 for male and female are classed as normal cardiac damage unlikely and any result of >260 for male and female are classed as supporting the diagnosis of mi. Any result between 2-260 suggest a 3-hour repeat. There was no impact to patient management reported.